Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient experienced dyspnea during provocative testing. The device was interrogated and revealed myopotential oversensing and a loss of pacing. The patient was pacemaker dependent. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.